Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented to the emergency room with a heart rate of 30. The pulse generator was unable to be interrogated and exhibited loss of output. No intervention was reported. The patient was stable and would continue to be monitored.